Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure with a non-bsc lead. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation. Impedance check showed high impedances on the leads. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation. Impedance check showed high impedances on the leads. The patient will undergo a lead replacement procedure.